Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6( health effect - clinical, type of investigation, investigation findings, investigation conclusions),h11 a getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse observed the reported error codes 58 and 124 in the logs. The fse replaced the drive manifold (0104-00-0031). The unit passed all functional and safety tests per factory specifications.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) shut off and had an error code 58 and 124. There was no patient harm reported.